Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The target lesion was located at the moderately calcified right coronary artery. The 15mm x 3.00mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was inflated but it ruptured at 20 atmospheres at an unspecified number of inflation. The procedure was completed with a different device. No patient complications were reported and patient status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the nc quantum apex catheter was received inside an nc quantum apex shelf box. The batch number on the label of the returned shelf box matched the information on the device. There was blood in the guidewire lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).